Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was assumed that if the device has been in use for more than 4 years since it was delivered and was used more frequently, it is assumed that repeated use resulted in a failure due to abrasion of the latch or pin receiving the video connector, or that the video connector was forcefully connected by the user, resulting in abrasion of the latch or pin receiving the video connector, resulting in a failure. Thus, it is inferred that the image transmission of the scope and the video processor failed, and the image is no longer generated. Also, if the device has been delivered for more than 4 years and is used frequently, it is assumed that repeated use resulted in deterioration of the components of the front panel over time, failure of the front panel, or accidental failure of the components of the front panel and failure of the front panel. The above device handling has warned in the instruction manual as follows. Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to omsc for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the reprocessing, the image of the subject device was not displayed and the front panel does not light up. There was no report of patient injury associated with the event. Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated. There was no repair record of the subject device. According to the inspection record (sfdc), the content of fault detection is: the electronic interface (the part ru806400) is damaged; the panel is out of work, and the dvi signal output is abnormal.